Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 414 mg/dl. The customer stated that sensor was failed due to blood on site. Customer reported that the site was not actively bleeding. Customer reported that they did not receive medical treatment as a result of the site issue. The insulin pump will not be returned for analysis.